Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges "is having surgery due to cancer that the device has caused him." This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device caused cancer and having surgery. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust contaminant on the front panel, top enclosure, rear panel, bottom enclosure. An unknown contaminant is seen on the top enclosure, around the iso port, on the rear panel and back of the ui (user interface) panel. An unknown brownish contaminant was observed underneath the flip door and around the air inlet of the blower box. A light layer of dust-like contaminant was seen on the blower motor. Dried spots of liquid with dust consistent with mineral deposits were observed on the bottom of the blower motor. An unknown dust-like material was observed in the base of the blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination and mineral deposits in the device and are consistent with being from an external source. Section h6 type of investigation, investigation findings and investigation conclusions has been updated.